Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (one gram, one dose, route not reported) and injection amikacin (250 mgs, route, frequency and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) it was reported the patient was recovered (unreported date) from this peritonitis event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.